Manufacturer narrative:
Corrected to provide the correct suspect device information.

Event description:
At 8:30 am the patient received a blood glucose result in the 200's mg/dl on her aviva system. Based on the elevated result the patient increased her insulin dosage and took 20 units of novolog insulin at 8:30 am. The patient's normal dosage is 10 units of novolog. The patient went to a routine doctor's appointment at 11:00 am and the doctor checked the patient's blood glucose and received a result of 113 mg/dl on the doctor's meter. At 1:00 pm upon arriving home the husband states the patient was pale and unresponsive, but conscious. The husband attempted to test the patient at 1:00 pm with the aviva meter but received an e-9 message. The husband then phoned accu-chek and a meter reset was performed. At 1:20 pm while on the line troubleshooting, the husband was able to re-test the patients blood glucose and received a result of 108 mg/dl. The patient was slumped over in the chair. The husband disconnected the call with accu-chek and called 911. The husband called the emt's at 1:35 pm and the emt's arrived around 1:50 pm. Upon arrival the emt's received a blood glucose result of 48 mg/dl on their professional meter. The emt's treated the patient with a peanut butter sandwich and orange juice. The husband then treated the patient with a ham sandwich. The patient began to fell better within 8-9 minutes. The emt's rechecked the patient's blood glucose before they left and received a reading of 54 mg/dl. The patient was not taken to the hospital.